Manufacturer narrative:
Product implicated is a dual lumen PICC. The catheter was returned in two pieces. The proximal section (which includes the hub) measures 6.7cm. The distal section of the catheter (tubing only) measures 36cm. Lot history review was not possible since no lot number was reported. The catheter separated in the hub. Under 30x magnification, the texture at the break point appears grannular and dull. Through tactile inspection, the tubing is elongated and appears to be necked down length wise at the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since toe catheter was pulled apart and the customer noted that the catheter hub may not have been well secured to the arm. The first precaution in the product instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
The catheter was being used for the infusion of tpn and lipids through one lumen and IV fluids through the other lumen. Between 10 and 15 cms of the catheter was outside the vein. When the pt stood up. The catheter broke at the bifurcation. The catheter was secured with butterfly strips and covered with a biocclusive dressing according to the reporter.